Event description:
Physician reported his handheld was freezing. It was successfully interrogate once the handheld was reset, however, when they tried hitting the menu button to run diagnostics, you had to hit the button 4-5 times before the menu screen would appear. Physician did not think the problem was with the alignment of the screen because he made sure it was correct. The handheld would not respond when you tap the screen. A replacement handheld was sent to the site. Product analysis is pending on the handheld.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.